Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cutting wire broke. A photo of the device was provided by the complainant where it can be seen that the cutting wire inside the patient was broken and kinked. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of cutting wire break. H11: investigation results: the returned autotome rx 44 was analyzed, and a visual and microscopic inspection found that the cutting wire was blackened, kinked and broken from the proximal pierce hole. A media analysis was performed based on the photo provided by the complainant where was possible to observe an erbe device with its respective parameters and the cutting wire broken and slightly kinked inside the patient anatomy. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was kinked and broken from the proximal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The break in the cutting wire could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, causing premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bend the cutting wire as observed in the product analysis. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cutting wire broke. A photo of the device was provided by the complainant where it can be seen that the cutting wire inside the patient was broken and kinked. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results: the autotome rx 44 device was not returned; however, a media analysis was performed based on the photo provided by the complainant where was possible to observe an erbe device with its respective parameters and the cutting wire broken and slightly kinked inside the patient anatomy. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. According to the media analysis performed, it was possible to observe the cutting wire was broken and slightly kinked, however, the most probable cause of the reported the reported event cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. The investigation concluded that, without analysis of the device, the most probable root cause of the clinical observations is cause not established.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cutting wire broke. A photo of the device was provided by the complainant where it can be seen that the cutting wire inside the patient was broken and kinked. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event.